Event description:
While the pt was being treated for an overdose (see MFR report #6000030200901532), they removed his implantable neurostimulator (ins) since infection was found behind the ins (see MFR report# 3004209178200901532). The pump was also explanted at the same time; it was unclear if the pump was removed due to an infection or if it was at the end of life. The pt was placed on antibiotics and sent home. See MFR's report # 2182207200901535 for f/u info.

Manufacturer narrative:
.